Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.7, lab: 3.1. Date: (B) (6) 2010, inratio: 3.3, lab: ng. Caller also alleged imprecision with inratio meter. Results as follows: date: ng. Inr: 2.2, 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio - 2.7, reference - 3.1, mean - 2.90, confidence limits - 1.8-4.2. The 3.3 inr was excluded from comparison test because there was no corresponding lab inr result. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Inratio precision data provided by end-user: 1st inr - 2.2, 2nd inr - 2.3, mean - 2.25,sd - 0.07, %cv - 3.14. Data analysis revealed all inr results reported by end user meet accuracy and precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing . It was revealed that the pt's coumadin dosage was increased by his doctor. As of (B) (6) 2010, twenty-eight discrepant result complaints were reported for lot # 221728 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be preformed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.